Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 13:26:32. During night drain cycle one, the patient's ultrafiltration reading was 455 ml, indicating the home patient (hp) drained 355 ml more than their maximum programmed fill volume of 500 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.